Manufacturer narrative:
Na

Event description:
In 2007, the pt had the primary surgery for neurofibrosis. (C4/c5 oasys, th2-th5-th6 xia lp with rod connector). The following month, it was found that both of the rods were broken underneath c5 which is above the connector. The next day, the pt was revised.